Manufacturer narrative:
Based on the current information provided, the cause of bleeding is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation and was confirmed to have been discarded. There were no stapler related errors in the system logs for the procedure. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported initially reported that after completion of a da vinci-assisted gastric bypass, the patient experienced staple line bleeding. The following information was obtained through follow up with the surgeon: there were no intraoperative complications the source of the bleed is unknown but could be "either a staple line or tissue." Within 24 hours of the procedure the patient was found to be tachycardic, hypotensive and there was an assumed leak or bleed. A computed tomography (CT) scan was performed and showed a hematoma/blood in the left upper quadrant, but it was not confirmed to be on the staple line. The patient was transfused with 2 units of blood and was discharged on post-operative day 4. There are no long-term complications expected.